Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport isp. Approximately 11 months and 16 days post a procedure, the patient experienced resistance during aspiration with no return of blood. Subsequent dsa digital subtraction angiography imaging revealed that the catheter had fractured. Reportedly, catheter was allegedly dislodged into the heart. The device was removed by dsa guidance. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One x-ray image was provided for the review. The fluoroscopic image depicts the port in the right upper chest. The catheter has fractured; the majority of the catheter has migrated to the right heart. A short segment of proximal catheter remains connected to the port. Therefore, the investigation is confirmed for the reported fracture, material separation, suction and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport isp. Approximately 11 months and 16 days post a procedure; the patient experienced resistance during aspiration with no return of blood. Subsequent dsa digital subtraction angiography imaging revealed that the catheter had fractured. Reportedly, catheter was allegedly dislodged into the heart. The device was removed by dsa guidance. The current status of the patient was unknown.